Manufacturer narrative:
The report issue that there was interruption of communication or power between pc unit and modules could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿interruption of communication or power between pc unit and modules¿. Based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the customer answered "yes" to an interruption of communication or power between pc unit and modules. There was no reported patient impact.